Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had white foreign material in the air/water channel, error code e216, and no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause for the white residue in the air/water channel could not be identified. A root cause could not be identified for the error code 216 and no image issues. Based on the results of the investigation, it is likely the following led to the malfunction: problem traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.